Event description:
It was reported when using the pyxis medstation es system had drawer failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer not opened. A field service engineer instructed the customer to use keys to open remote manager lock in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.